Event description:
It was reported that balloon rupture occurred. The patient was being treated for femoral artery stenosis. A 5.0 x 180, 135cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon burst when the pressure reached 15 atmospheres. The device was withdrawn and replaced with another of same device, and the procedure was completed successfully. There were no complications reported and the patient status was stable. It was further reported that the 55% stenosed target lesion was located in the moderately tortuous and mildly calcified femoral artery.

Event description:
It was reported that balloon rupture occurred. The patient was being treated for femoral artery stenosis. A 5.0 x 180, 135cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon burst when the pressure reached 15 atmospheres. The device was withdrawn and replaced with another of same device, and the procedure was completed successfully. There were no complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A leak test identified a pinhole in the shaft of the device. A visual examination found no issues with the balloon material. No issue was observed with the tip or markerbands of the device which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage to the shaft of the device. A leak test identified a pinhole in the shaft located approximately 3mm proximal of the proximal balloon cone. This type of damage could potentially have been due to the device having an interaction with a sharp object or another device.

Event description:
It was reported that balloon rupture occurred. The patient was being treated for femoral artery stenosis. A 5.0 x 180, 135cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon burst when the pressure reached 15 atmospheres. The device was withdrawn and replaced with another of same device, and the procedure was completed successfully. There were no complications reported and the patient status was stable. It was further reported that the 55% stenosed target lesion was located in the moderately tortuous and mildly calcified femoral artery.